Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was alleged to have exhibited premature battery depletion. The ICD was explanted and replaced on (B)(6) 2021. No patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.